Event description:
It was reported that the patient received several inappropriate shocks due to ventricular lead noise. The right ventricular lead impedance was high. It was also reported, the atrial lead had demonstrated a sudden increase in lead impedance last year. The physician elected to leave the atrial lead implanted and reprogram the device to ventricular pacing at that time. Both leads were capped during the recent system revision and the ventricular lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data were collected from the device and analyzed. The weekly pace impedance trend data shows an abrupt increase for minimum and maximum atrial pacing impedance from 1168 ohms to 6144 ohms peak between (B)(4) 2011 and (B)(4) 2012. Concomitant product: (B)(4) implantable cardioverter defibrillator (ICD) 2007 (B)(6). (B)(4).